Event description:
A report was received that the patient had a pocket revision, as the patient was having difficulty accessing the ipg site. The ipg was moved towards the abdominal area. One lead extension was implant during the procedure. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.